Event description:
It has been reported to philips that the system would not start. The system was not in clinical use at the time and examinations were canceled for the day. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Trouble shooting actions showed a problem with the host pc. The fse replaced the host pc, hard disk, installed the software and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the system was in clinical use and the emergency treatment was completed on another system. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Upon functional testing fse identified failure of the host pc. The fse replaced the host pc, hdd and installed the software. After this, the device was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.